Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results, with two different performa meters, within 10 minutes: 4.3 mmol/l (system 1) and 7.2 mmol/l (system 2). No adverse event reported. Two vials of the same test strip lot number was used for both meters and results. Return of the suspect device was requested for evaluation.